Manufacturer narrative:
No patient involvement was reported, date of device breakage is not known, device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Initial reporter is synthes affiliate. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection of the device, it was noted the threaded portion of the 4.3mm threaded locking compression plate (lcp) drill guide is broken. No patient or surgical procedure was involved. This report is for one (1) 4.3mm threaded lcp drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 323.042, synthes lot number: 9272473: release to warehouse date: 30.dec.2014, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The evaluation of the received lcp drill sleeve has shown that a piece of the thread is broken off, the fragment was not send back for investigation. Due to the damage the relevant dimensions cannot be verified anymore. Therefore, the manufacturing documents were reviewed and no complaint related issues were found. Back then the correct material was used with 1.4112 stainless steel, the hardness was within the specification and the relevant dimensions did pass the 100% final inspection at the end of the manufacturing process (all listed specifications are from relevant drawing). This device was manufactured with a lot size of (B)(4) pieces in december 2014 and we are not aware of any other complaint for this article- and lot number combination. These findings speak actually against any manufacturing related issue. Based on the provided information was are not able to determine the exact cause of this occurrence. That the fragment is just broken off on one side of the thread could be an indication for a mechanical overload by lateral stress while the drill sleeve was threaded into a plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.